Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The known inherent risk investigation conclusion code was selected based on the observation of a deformed helix tip. Helix tips are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead fracture. In addition, in an attempt to place this rv lead, the pacing impedance had risen to about 1000 ohms. After completing the other atrial lead placement, the ventricular lead data was checked, there was a pacing failure which observed at 5.0 volts and the impedance displayed over 3000 ohms. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead fracture. In addition, in an attempt to place this rv lead, the pacing impedance had risen to about 1000 ohms. After completing the other atrial lead placement, the ventricular lead data was checked, there was a pacing failure which observed at 5.0 volts and the impedance displayed over 3000 ohms. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.